Event description:
The pt had a collection of fluid over the pump site "for some time". A blood patch was performed due to a suspected cerebrospinal fluid leak. The pt's family had requested removal of the device. The pump and catheter were explanted on (B)(6) 2011. The explanted devices were not replaced. A tear was found in the proximal catheter. The pt's outcome was noted as being "unk." Drug delivered via the sys was lioresal. Add'l info has been requested, but was not available as of the date.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.